Event description:
Related manufacturer reference number 1627487-2019-06884.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06884. It was reported that patient experienced skin irritation at the l1 (lumbar) lead. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the lead was explanted and replaced. The issue was resolved. It is unknown which lumbar lead was explanted and replaced, both will be reported.